Manufacturer narrative:
Patient stated her physician does not suspect ss but suspects her heart to have contributed to the event. Based on the information provided, there is no cause established. Patient continued to treat using the device with caution as directed by the prescribing physician. No additional information was provided and the device is not available for further investigation.

Event description:
Patient reported feeling nauseous and then lost consciousness while finishing treatment. Patient went to urgent care and was treated for heart symptoms.